Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that after reviewing the reports there were no unusual instances other than the high impedances on electrode 2 and 3. The cause of the high impedances were not determined.

Event description:
Additional information was received stating that the cause was not determined. Since the 2nd electrode still had a high impedance value, the 1st electrode was switch to "-" and was under follow-up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had new deep brain stimulation (dbs) surgery on august 27 and from august 27th to september 8th, the patient was hospitalized and adjusted for postoperative stimulation. At the time of discharge on september 8th, there was no problem with the impedance and the estimated battery longevity was 6 years and 7 months based on the usage status for the last 7 days. At the first outpatient visit on september 17th, the #2 electrode impedance was 5000 ohms to 10000 ohms and an abnormal impedance occurred. The post-op impedance was unstable. The estimated battery longevity was also 1 year and 6 months based on usage status for the last 7 days. At the second outpatient on september 21, the impedance related to the #2 electrode dropped to 3300-4200ohms, but the estimated battery longevity was 1 year and 6 months based on usage status for the last 7 days. The patient's symptoms were stable and the patient is under observation. The patient will have a follow-up and if the abnormal impedance of the #2 electrode is not resolved, they will consider replacing the electrode. The patient's device setting was 1.8 ma,60us, 4200ohms, 1250 ohms, 130 hz, unipolar, cathode #1 and #2, 24 hrs/day. The issue was not resolved.